Event description:
The account alleged the side rail is damaged. There are no alleged injuries reported.

Manufacturer narrative:
The account examined the bed and found no issues with the side rail. They concluded that it was not latching because there was a bed sheet obstructing the movement. No repair needed.